Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the push g-tube, indicating use/handling. The device was not detached/separated. The thermoformed tubing was not pulled away from the transition but remained securely attached to the barbed connector. The silicone tubing was found to be cut approximately 15mm from the outer ring and the distal portion of the device was not returned. During the evaluation, the device was pulled to check the integrity of the transition joint; the thermoformed tubing could not be removed from the barbed connector. The thermoformed tubing was properly formed and attached to the barbed connector during assembly. It was noted that the condition of the returned unit was not consistent with the complaint incident that the feeding tube detached/separated. Based on all gathered information, the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 17469097 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached while it was pulled through the abdomen. The detached part was pulled out since it was coming out of the patient's mouth. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of peg tube detached/separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached while it was pulled through the abdomen. The detached part was pulled out since it was coming out of the patient's mouth. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.